Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause for the reported device migration could not be determine. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The landing zone measurements were based on 3d computed tomography (CT) scan and confirmed with transesophageal echocardiography (tee). The maximum diameter was 21.4mm, the minimum diameter was 19.2mm, and the mean diameter was 20.3mm. Angiography and tee were used during procedure. Fluid was given during procedure. The device was deployed with one repositioning. The shape of the device was like a roman helmet. The close criteria were satisfied. A tension test was not performed. On (B)(6) 2024, the patient was asymptomatic, but on transthoracic echocardiogram (tte) the device was shown to have embolized to the left ventricle. The patient was referred to cardiac surgery to remove the device. After the device was surgically removed, there was no damage on the mitral valve. The cause of the embolization was unknown. After the cardiac surgery, the patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.